Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (279 mg/dl) in the morning on multiple occasions. Customer stated they believe their basal rate is too low and needs to be adjusted. Customer delivered a bolus to stabilize blood glucose levels.